Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, a fatal error occurred upon attempting to capture a screen shot to a universal serial bus (usb) that was not encrypted, causing the system to shut down and restart. The physician was able to complete the procedure after the system restart. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4(UDI), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. A data was provided by the customer for analysis. The procedure application encountered an unhandled exception after the user had taken a screen shot. This led to the close of the application. It was reported that the system experienced a spontaneous shutdown during a procedure. The reported issue was confirmed. The most likely cause was traced to a software issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. The procedure application encountered an unhandled exception after the user had taken a screen shot. This led to the close of the application. It was reported that a fatal error occurred upon attempting to capture a screen shot to a universal serial bus (usb) that was not encrypted, causing the system to shut down and restart. The reported issues were confirmed. The most likely cause was software issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.